Event description:
Boston scientific received information that this patient with right ventricular (rv) lead dislodged. It was reported that the lead was noted to be in the pericardial space. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The rv lead has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.